Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. It was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed by analysis. Final analysis found the battery depletion to be premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the high current drain and premature battery depletion.